Event description:
Patient was transferred from outside hospital ed (emergency department) for ingestion of hydrofluoric acid. Patient initially somewhat stable but with inadequate venous access and had potential to become quite unstable quickly. The patient went into ventricular fibrillation arrest, which was quickly identified and pals (pediatric advanced life support) algorithm initiated, which indicated defibrillation.the patient had not had zoll specific pads placed at this time. In the process of removing the pediatric zoll pads from the packaging, the pad was easily ripped in half. The ed nurses and resident who were attempting pad placement were struggling to identify the pad issue. This provider had to step away to assist with pad placement. Having been to recent mock codes where this zoll pad issue had been previously identified (if not removed by small red tab the pad is easily broken), I was able to quickly piece the pad back together and properly remove it from the packaging in order to place the pad on the patient. We were then able to defibrillate the patient.